Event description:
During explantation it was noticed that the nail was broken. Fracture is healed. Due to the breakage the surgery lasted around 2 hours. It was reported that surgery was extended 1 1/4 hrs.